Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 42-47 mg/dl. Reportedly, customer believes pump settings need to be updated. Bg was treated via a glucagon shot and consumption of carbohydrates. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.